Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump backlight not working properly, unexplained no delivery alarms, scratches on the screen which effects visibility and insulin pump rejects new batteries 3 to 4 times. Customer blood glucose value was unknown. The customer declined troubleshooting. The device will not be return for analysis.